Manufacturer narrative:
Philips received a complaint on the xl+ device indicating that the external paddles appeared to be black from an apparent burn. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and confirmed the reported problem. The fse determined the cause of the device not passing the operation control test was due to an abnormality with the paddles. The fse replaced the paddles and paddle tray. The device passed all performance assurance tests and was returned to service. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the xl+ pad was burned black. There was no reported patient involvement.